Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was in the range of 40 mg/dl. The customer also reported that she had unexplained high blood glucose level and she believed that her insulin pump was not always delivering the proper basal or bolus that was programmed to deliver. The customer's other blood glucose level was 300 g/dl. The customer declined troubleshooting. The insulin pump will not be returned for analysis.